Manufacturer narrative:
The index procedure was elective. The pt was asymptomatic. The target lesion was the left internal carotid artery. The lesion was reported to be: moderately calcified, not tortuous, and a 43.9% stenosis. The lesion was pre-dilated with a 4 mm balloon catheter at 8 atm. A precise 8 x 4 mm stent was implanted. The stent was post-dilated with a 5 mm balloon catheter at 10 atm. The residual stenosis was 10%. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report# 9616099-2009-01096. Note: facility lot no. 04402233 is cordis lot no. 70908513 per facility: cordis corporation reported no product is expected to be returned to facility for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, facility is unable to determine the exact cause for this incident. Facility did review the device history records relative to the manufacturing, inspecting and packaging of lot 04402233. This packaging lot contained 150 units, which were shipped from facility in 2008. The history records indicate this product was final inspection tested at facility and was determined to be acceptable.

Event description:
The report received from the affiliate indicated that the pt was included in a clinical study. The pt had a successful implantation of a precise 8 x 40 mm stent during the index procedure. An angioguard 5 mm embolic protection device was used during the procedure. The information indicated that during the procedure the pt experienced hypotension and bradycardia/asystole. Dopamine hydrochloride was administered. The pt recovered twenty (20) days later was discharged without any neurological deficit. The comment from the physician was that the event occurred due to carotid sinus reflex caused by the stent placement.